Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cerebrovascular accident requiring prolonged hospitalization. It was reported that when the thermocool® smart touch® sf bi-directional navigation catheter was flushed, irrigation did not flow smoothly from the tip. The issue occurred about 1hour since the thermocool® smart touch® sf bi-directional navigation catheter was connected, after pvi was ended; when roof line was created. The issue was resolved by changing the catheter to another one. This issue of inadequate irrigation is considered to be not MDR reportable since intermittent or low irrigation is highly detectable by the physician. The most likely consequence is an intraprocedural delay the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported the patient then had lack of articulation when talking and was diagnosed with a cerebral infarction the physician commented that blockage of the thermocool® smart touch® sf bi-directional navigation catheter tip, char, or the formation of thrombus may have led to cerebral infarction. The patient¿s language center (a part of the cerebrum) was affected. It was reported that although it is not life-threatening, the patient is still hospitalized and undergoing rehabilitation. There is no further information about if any other additional medical/surgical intervention was performed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cerebrovascular accident requiring prolonged hospitalization. The patient then had lack of articulation when talking and was diagnosed with a cerebral infarction the physician commented that blockage of the thermocool® smart touch® sf bi-directional navigation catheter tip, char, or the formation of thrombus may have led to cerebral infarction. The patient¿s language center (a part of the cerebrum) was affected. It was reported that although it is not life-threatening, the patient is still hospitalized and undergoing rehabilitation. There is no further information about if any other additional medical/surgical intervention was performed. It was also reported the thermocool® smart touch® sf bi-directional navigation catheter was flushed, irrigation did not flow smoothly from the tip. This issue of inadequate irrigation is considered to be not MDR reportable since intermittent or low irrigation is highly detectable by the physician. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the smart touch bidirectional sf catheter. Visual analysis of the returned sample revealed that char excerpts on the tip was observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. Irrigation test was performed and failed since the char was obstructing some holes of the tip causing improper irrigation. The char was removed from the tip with an alcohol towel and same results observed. The tip of the catheter was dissected, the dome was removed, and char residues were obstructing the irrigation holes in the internal walls. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that char is a physical phenomenon of radiofrequency (rf); it can be the normal result of the ablation process. The instructions for use (IFU) contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the occluded dome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2021, biosense webster inc. (Bwi) received additional information about the patient and event. It was reported the patient was a 75-year-old-female. The physician did not confirm char/thrombus on the catheter, but he commented that the ligation hole was blocked due to ligation issue, and char or thrombus might have developed. This adverse event was discovered post use of bwi products. The physician¿s opinion on the cause of this adverse event is that a suspected bwi product malfunction occurred; but the relationship between the adverse event and bwi product was unknown. No medical or surgical intervention was conducted. The patient is under rehabilitation therapy. Patient outcome was reported as improved. The patient required extended hospitalization because of the adverse event: as of (B)(6)2021, the patient was in the hospital for rehabilitation therapy. Cerebral infarction was confirmed. The patient's life is not in jeopardy. It has not been determined whether char/coagulum/thrombus/clot occurred. The system did not present any error messages and the physician/user did not see any product problem. There was no comment about issue related to temperature or flow. A smartablate generator was used during the case but detailed information was unknown. There was no information received about temperature. Catheter settings selected on the smartablate generator: ablation power: 25 ~ 45 w, ablation time: about 20 to 60 seconds, smartablate generator irrigation setting: pre-3 seconds, post: 4 seconds, the pump was switching from low to high flow during ablation. The catheter was changed to new one. In japan, patient was anticoagulated during the procedure but activated clotting time (act) was unknown. On 7-jul-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).